Event description:
(B)(4). The provider states the unit shuts down after 5 minutes of operation. The provider states there are 4906 hours on the unit. This is a rental unit and has multiple users. No additional information available per the provider 7857hf